Manufacturer narrative:
On unreported dates in the month following the month of peritonitis onset, the patient finished the treatment with vancomycin; the patient was discharged from the hospital; the patient was permanently switched to hemodialysis therapy; the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, vomiting, and cloudy peritoneal dialysis (pd) effluent. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event and the patient began intravenous (IV) treatment for the peritonitis with vancomycin and ceftazidime (doses and frequencies were not reported) for three days. Subsequently, the patient showed improvement and the pd effluent cleared, however, three days after onset, the patient again experienced abdominal pain and cloudy pd effluent at which time the antibiotic treatment was changed to intraperitoneal (ip) vancomycin (1 gram, every third night) and ip ceftazidime (2 grams per night). Six days after onset, the patient continued to have abdominal pain, therefore, the patient's pd catheter was removed due to unspecified catheter colonization, capd therapy was discontinued and the patient was switched to hemodialysis therapy. One day later, the patient was switched vancomycin, IV (dose and frequency was not reported). At the time of this report, IV vancomycin treatment was ongoing, the patient remained hospitalized, and the patient was not recovered from the peritonitis event. No additional information is available.